Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "rupture, enlarged lymph nodes, arthritis, skin rash, experienced breast implant illness, brain tumor, epilepsy, had six seizures, bruises, anxiety, depression, memory fog, weak immune system, lost a lot of weight."

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.